Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in-clinic for a routine follow-up where it was determined the patient¿s lead¿s impedance was high. Programming changes were made. The patient¿s lead will continue to be monitored.